Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the er320 clips would not form properly. No other info available at this time.